Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a sensor detachment issue with an adc device while sleeping. As a result, customer reported experiencing symptoms described as shivering, cold, pale, a loss of consciousness and reported being able to self-treat. Customer received third-party intervention who attempted to obtain a blood glucose result and provided glucogel as treatment. In addition, emergency services were called, and customer had contact with a healthcare professional (paramedics) who obtained an unspecified blood glucose result and provided gel and glucose tablets as treatment for the diagnosis of hypoglycemia. No further information provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a sensor detachment issue with an adc device while sleeping. As a result, customer reported experiencing symptoms described as shivering, cold, pale, a loss of consciousness and reported being able to self-treat. Customer received third-party intervention who attempted to obtain a blood glucose result and provided glucogel as treatment. In addition, emergency services were called, and customer had contact with a healthcare professional (paramedics) who obtained an unspecified blood glucose result and provided gel and glucose tablets as treatment for the diagnosis of hypoglycemia. No further information provided. There was no report of death or permanent impairment associated with this event.